Event description:
On (B)(6) 2012, the patient reported that the infusion set tubing broke away from the luer lock. The infusion set had been in use for 2 days. She attached a new infusion tubing and had no further issues. She stated, this is the 2nd time this has occurred. The first occurrence was in (B)(6) 2011. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.